Event description:
On (B)(6) 2010, the customer reported an intermate was leaking. The device was received with solution in the packaging, and the labels were difficult to read. The unit was pre-filled by civa with pamidronate; civa admixture (B)(4), lot# is either 10e13cc0005 or 1029cc0001 or 10e06cc0002. The problem was noted prior to product use sand there was no patient injury or medical intervention. Sample is available for evaluation.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed upon receipt and completion of the evaluation or if any additional information becomes available. (B)(4).